Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 9.5 and 12.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Additionally a deformed inner coil close to the is-1 connector pin was found. Further investigation indicated that this damage was caused by over rotation during the extension or retraction of the fixation helix .further damages such as cuts in the insulation most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 5 months, oversensing with inappropriate shocks was reported. The patient was reportedly hospitalized from (B)(6) 2015. The lead was explanted, explant date was not provided, and returned to biotronik for analysis. No other adverse patient side effects have been reported.